Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) exhibited intermittent sensing although it was programmed to pace bi-ventricular at 100%. Left and right ventricle thresholds were good. Reprogramming changes were attempted to alleviate this. No further inhibition noted after programming to atrial/ventricle pacing.